Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, secondary to disassembly of the humeral liner from the humeral tray. This likely resulted in articulation between the glenosphere and the humeral tray, resulting in the reported metallosis. Prosthesis wear could be confirmed on the humeral liner and the glenosphere; however, wear of the humeral tray could not be confirmed from the provided information additional reasons for the reported revision may be inclusion of the polyethylene in the packaging recall. Potential contributions of user and additional patient-related considerations to the event could not be assessed as the devices were not available for evaluation. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation. Equinoxe reverse 42mm glenosphere (cat# 320-01-42 / serial# (B)(6) equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6) eq rev locking screw (cat# 320-15-05 / serial# (B)(6) eq reverse torque defining screw kit (cat# 320-20-00 / serial# (B)(6) equinoxe reverse 42mm humeral liner +2.5 (cat# 320-42-03 / serial# (B)(6).

Event description:
As reported, approximately eight years post initial left tsa, the 79 y/o male patient was revised due to what looked like on x-ray the deterioration of the poly over the last year. Patient x-ray a year ago looked good but as of recent, the x-ray shows the humeral tray right up against the glenosphere. The surgeon said that the patient suffered a fall. In surgery, once down to the implants, a lot of the tissue was blackened and the liner looked in very bad shape as well as the glenosphere. Patient liner looked very worn down and there were obvious signs of metallosis due to the condition of the glenosphere, liner, tray and all of the black tissue. Patient humeral stem and glenoid baseplate were still adequately fixated and left in placent. Patient was revised to a ew glenosphere, glenosphere locking screw, liner, tray, and torque defining. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. There was no signs of infection after taking cultures. Going into the case, the surgeon thought patients fall may have cracked the liner which caused the metal tray to start articulating on the glenosphere. Liner did not appear to be cracked but was damaged from the abnormal wear.